Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
It was reported that t2 did not deploy from the fast-fix 360 curved device. A backup device was available to complete the procedure. There was no information reported regarding whether t-1 was removed, or whether there was a delay associated with the alleged event. There was no report of patient impact.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. Without the return of the device in question a root cause for this incident cannot be determined. No abnormalities were reported with this product during manufacture. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. UDI number has not been assigned. (B)(4).